Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using three (3) bd vacutainer® eclipse¿ blood collection needle, the holder is separating from the 21 gauge needle, but not the 22 gauge needle. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using three (3) bd vacutainer® eclipse¿ blood collection needle, the holder is separating from the 21 gauge needle, but not the 22 gauge needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. A total of 20 retained samples were tested and inspected for damaged threads, and all samples passed. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: does not attach/detach. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.